Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited under-sensing. No additional information was received.

Event description:
New information received notes that the patient exhibited episodes of supraventricular tachycardia (svt). No intervention was performed. The patient was stable.